Event description:
It was reported that an occlusion alarm occurred. A system check was performed and confirmed the occlusion alarm. Customer successfully resumed insulin deliveries after the system check. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.